Manufacturer narrative:
Visual and optical examination of the instrument confirms the tip is cracked and splayed in multiple locations. The cracks are approximately 2mm in length. Tip splay or trumpeting effect is indicative of off-axis use of the tapping instrument with respect to the guidewire. The observations are consistent with improper use of the instrument.

Event description:
It was reported that the tip of the tap is crushed and cracked. Although the instruments were used in surgery, no patient complications were reported.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.